Manufacturer narrative:
G4:01feb2021. B4:03feb2021. The navigation issue was discovered during testing and it's not reportable. The touchscreen remained functional when the nav ring failed. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved. Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that the ventilators navigation ring was not working. There was no patient involvement.